Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal right coronary artery (rca). A 4.00x8mm promus premier drug-eluting stent was advanced to treat the lesion. However, the stent came off the balloon in the proximal rca and migrated in the distal rca. The physician then crushed the dislodged stent. No patient complications were reported and the patient's status was fine.